Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 206 mg/dl. Prior to the event, the patient was in the pool. There is fluid under the lcd display. The device was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.